Event description:
A webform complaint was received in which it was reported a customer received an error message with the adc device in use with a samsung galaxy s20 phone with android operating system (version unknown). Customer received a "scan error" message and was unable to obtain readings. As a result, customer received treatment of juice, sugar, or food provided by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation has been performed and there was no issue with the freestyle libre 2 application that would have led to the complaint. The user reported scan error message when scanning a sensor with the freestyle libre 2 application. Libre 2 sensor was successfully scanned , received glucose readings using similar device configuration (samsung galaxy a52, android 13, 2.7.2.7077) and was not able to reproduce the complaint. Thus, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received an error message with the adc device in use with a samsung galaxy s20 phone with android operating system (version unknown). Customer received a "scan error" message and was unable to obtain readings. As a result, customer received treatment of juice, sugar, or food provided by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.